Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pulse generator (pacemaker) was having an inappropriate minute ventilation (mv) response increasing rate. The sales representative recalibrated mv sensor from right atrial to right ventricle which mitigate the issue a little, however still getting mv response with arm movement. Technical services reviewed the case and stated that there is not much to do with programming, besides programming mv to off or passive and xl only for rate response. Pocket revision was also recommended. The sales representative decided to reprogram the device and avoid a revision. This device remains in service and no adverse patient effects were reported.